Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter, pod coils, a non-penumbra catheter, and a non-penumbra guide sheath. During the procedure, the physician advanced the lantern into the catheter and reported that it became stuck inside. Therefore, the lantern was removed. A new lantern was used to successfully implant a pod coil into the target location. While advancing the next pod coil, it unintentionally detached in the lantern hub. Therefore, the lantern containing the pod coil was removed. The procedure was completed using the same lantern, same catheter, and guide sheath to implant four ruby coils, three pod packing coils (pod pcs), two pod coils, and three non-penumbra coils. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod6 confirmed that the embolization coil was detached. Evaluation revealed that the pusher assembly was fractured near its proximal end and the pull wire was retracted from the fractured location on the pusher assembly. If the device is inadvertently advanced at an extreme angle during use, damage such as a fracture may occur. If the pusher assembly is fractured, the embolization coil will likely detach. Further evaluation of the device revealed kinks on the pusher assembly and offset coil winds on the embolization coil. This damage was likely incidental to the complaint. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.